Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. It was also received with cracked reservoir tube lip, clacked belt clip slot, cracked display window corner and minor scratched display window. It was monitored for several days and no blank display was noted. It was received with normal operating currents. No damage found on the lcd connector's isolation tape and no moisture damage found inside the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture when she put it in a cooler. The customer stated that the insulin pump was not functioning and she could see fluid under the screen. She confirmed the device was not dropped and did not have cracks; just scratches. Blood glucose value 196 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.